Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of implant / migration of essure device: ovary / essure device was pushing up out through my ovary") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 2002; (B)(6) 2008; (B)(6) 2010). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian perforation and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered menorrhagia, migraine, ovarian perforation, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: unilateral occlusion (left tube occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), uti, migraines/ headache were added. Previous event migration of implant updated to migration of essure device: ovary/essure device was pushing up out through my ovary. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of implant / migration of essure device: ovary / essure device was pushing up out through my ovary") and pelvic pain ("pain") in a female patient who had essure (batch no. 764913- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 ((B)(6) 2002; (B)(6) 2008; (B)(6) 2010), dysmenorrhea, menses irregular, dysfunctional uterine bleeding, fibroids and lightheadedness. In september 2010, the patient had essure inserted. In july 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian perforation and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered menorrhagia, migraine, ovarian perforation, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 12-oct-2013: results: unilateral occlusion (left tube occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of implant / migration of essure device: ovary / essure device was pushing up out through my ovary") and pelvic pain ("pain") in a female patient who had essure (batch no: 764913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (on (B)(6) 2002; on (B)(6) 2008; on (B)(6) 2010), dysmenorrhea, menses irregular, dysfunctional uterine bleeding, fibroids and dizziness. In september 2010, the patient had essure inserted. In july 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian perforation and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered menorrhagia, migraine, ovarian perforation, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2013: results: unilateral occlusion (left tube occluded. Most recent follow-up information incorporated above includes: on 21-dec-2018: medical records received: reporters, medical history and lot number: 764913 were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.